Event description:
Valeo ii ll straight inserter was used to insert a cage in the l3/l4 space. Distal tip separation from the proximal shaft was noted after the device was implanted. Separated tip was left in the implant and is encased by the cage implant. It is suspected that the implants angle of insertion caused additional leveraging force when the implant was inserted. The additional leveraging forces attribute great amounts of fatigue on the distal tip and can result in tip separation. No pre-operation images were provided. Surgical technique was described by end user's representative, but does not fully provide all information to determine root cause. There is no reported harm nor injury to the patient. Cause can be traced to improper technique of the end user. This device was used in the same event as described in 3009051471-2022-00012 where another instrument experienced the same scenario reinforcing the determination that incident is most likely attributed to end user technique, please reference subsequent MDR report for additional information.